Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When stooping at home, patient experienced shooting pain in right hip. Inlay dislocation seen in x-ray. Revision with inlay change on january 19th.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The manufacturing records have been reviewed. No related deviations or anomalies were identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the manufacturing records have been reviewed. No related deviations or anomalies were identified. Device history review: the manufacturing records have been reviewed. No related deviations or anomalies were identified.

Event description:
Medical records received. On (B)(6) 2021, the patient underwent a right hip revision to address cup and liner disassociation. The liner was the only product revised. The surgeon noted excision of extensive scarring. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.